Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached 16 mmol/l (288 mg/dl) with ketones of 0.8 present. The pod was worn between 4 and 24 hours on the hip/buttocks. It was noted that the cannula was bent. As treatment for the hyperglycemia, a manual injection administered and a new pod was applied.

Manufacturer narrative:
The returned device was evaluated and no kinks or bends were identified on the exposed portion of the cannula. Fluid path testing initially failed due to crystallize insulin in the soft cannula but passed once the crystallized insulin was removed. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were identified during the investigation. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site or that would cause pain during insertion. Blood was found on the device, but the soft cannula and formed needle were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported events could not be determined. A crack was found on the upper housing. While the damage was found, it did not affect the pod¿s ability to deliver insulin.